Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., d.7., g.1., g.3., h.6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and creases fold. Cloudy and voids in the gel observed after autoclave cycle creases are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side ¿seroma¿, ¿pain¿, ¿contracture, baker grade ii¿, ¿redness in the left side of breast¿, ¿serum-hematoma¿, ¿capsular inflammatory process¿, ¿discrete folds¿, and ¿swelling.¿ device has been explanted.

Event description:
Removal of liquid was performed twice prior to explant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late, is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to seroma-late, capsular contracture, and crease/folding of implant. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side ¿seroma¿, ¿pain¿, ¿contracture, baker grade ii¿, ¿redness in the left side of breast¿, ¿serum-hematoma¿, ¿capsular inflammatory process¿, ¿discrete folds¿, and ¿swelling.¿ device remains implanted.